Event description:
It was reported that the patient had the artificial urinary sphincter was removed on (B)(6) 2018 due to patient dissatisfaction. The device was all functioning as should be. It was indicated that patient size was believed to be the issue. A new artificial urinary sphincter system site was changed and a 3.5cm cuff, control pump and 61-70 cm h2o reservoir were implanted.